Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 13, 2023. Upon further investigation of the reported event, the following information is new and/or changed: a2 (age at time of event). A4 (added patient's weight). B5 (describe event or problem). D4 (additional device information - added exp date). D10 (added concomitant medical products). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 4210, 4307). Type of investigation #1: 10 - testing of actual/suspected device . Type of investigation #2: 3331 - analysis of production records. Investigation findings: 4210 - leakage/seal. Investigation conclusions: 4307 - cause traced to component failure. The affected sample was inspected upon receipt showing no anomaly that could lead to the leakage. While decontaminating the unit, foam was observed coming from the end caps. Functional testing was performed on the unit in attempts to recreate the reported event. A leak test was performed by filling the blood channel with colored saline solution, clamping the blood outlet, and applying a pressure of 2 kgf/cm2 from the blood inlet side into the blood channel. No leak occurred. The reported event was not able to be recreated during the functional testing. As for the cause of this incident, it was thought that water droplets due to wet lung or plasma leak might have occurred, however, it could not be recreated. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information received by the clinical specialist form the 2 perfusionists involved in the case states that the apparent wet out during a heart and lung transplant was approximately 4 hours into the pump run. The patient had coagulopathic issues before the operation. The facility used cdi to trend blood gases with a point of care blood gas analyzer to confirm results and a hemochron junior was used to monitor anti-coagulation. The patient was placed on bypass at 8:55am. Anesthesia gave a loading dose of 19,000 iu of heparin. The act came back over 999 seconds. The patient has a bsa of 1.4 m2. The blood gases into the case were: ph, pco2, po2. At 12:00pm 7.31 49 328 fio2 100% 3l/min sweep gas, by 12:15pm 7.33 48 173 fio2 100% 4l/min sweep gas. A gas supply issue was discussed and as a result a switch to an o2 tank was made with gas sweeps at 2-3 l/min and 100% fio2. Subsequent blood gas samples were taken as follows: 12:30pm 7.29 44 216, 12:45pm 7.26 55 104, 01:00pm 7.27 50 70. With steadily falling po2 and no improvement to oxygenation, they decided to change out the entire heart-lung machine with a new oxygenator and tubing pack at 1:15pm. The blood gases once on bypass with the new oxygenator and wall source gas supply revealed the following blood gas: at 1:30pm 7.38 28 488 fio2 90% and 2l/min sweep gas. The acts over the course of the use of the first oxygenator were as follows: 10:45am 748sec, 11:15am 409sec, 11:30am 999sec, 12:00am 999sec, 12:15pm 999sec, 12:30pm 999sec. Over the course of the above times an additional 10,000iu of heparin was given to the patient.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the device went out during a transplant. No consequence or health impact to patient. Product was changed out. Procedure was completed successfully.